Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 13th june 2009 and performed to specification up to the 4th october 2015. During this time an increase in voltage suggests a further pad-pak was installed. Also during this period the pad-pak was removed and reinstalled on multiple occasions for periods of up to two months. Multiple manual power ups of mainly ten minutes duration were observed between the 6th october 2015 and the 28th october 2015. The pad-pak was removed. The pad-pak was reinstalled on the 6th november 2015 passing an auto self-test. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains electrodes is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.